Manufacturer narrative:
One device sample was received without the original package. Under visual inspection it was confirmed that the red valve is missing, and the pilot balloon is damaged (cut). The root cause of this incident remains unknown. No trend for similar customer complaints was identified. A device history record (DHR) review could not be performed as the lot number was unknown.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date, full UDI and h4: manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was loss of air in the cuff. One valve of the pilot balloon was disengaged during patient use. The event occurred at the hospital. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement and no patient harm/adverse event reported.